Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation. The right ventricular lead was capped and replaced on (B)(6) 2016. No further information could be obtained.